Event description:
It was reported that the knob broke off the monitor pole. There was no patient involvement. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Investigation in progress, but not yet completed.